Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the hemoglobin (hgb), hematocrit (hct) and venous oxygen saturation (svo2) values were inaccurate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the blood parameter unit (bpm) initialized and passed its color chip test without issue for a bypass procedure on (B)(6) 2018. While on bypass, after the first store recall for re-calibration, the perfusionist (ccp) noticed inaccurate numbers for hgb, hct, and svo2 once she went into the operate mode after the recalibration. She attempted a store recall again, with the same result. She did not recall the exact blood gas analyzer numbers, but stated that the corresponding numbers on the bpm were very questionable and inaccurate. The team opted to proceed without changing out the unit, and just followed the values by taking venous blood gases periodically throughout the procedure. The incident did not delay the continuation of the surgical procedure, and there was no harm or blood loss associated with the event.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the blood parameter monitor (bpm) to operate as intended throughout the evaluation. The bpm set and held the on screen values steadily following an in-vivo adjustment performed after five minutes of operation. The resulting values were maintained with little change for three hours. Hemoglobin and hematocrit remained very close to the user specified values.